Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a fusiform in shape in zone 3 thoracic aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aortic neck was 32 mm in diameter and length is unknown. There was no calcification, tortuosity or thrombus. The procedure was done percutaneously. It was reported that intra-operatively a type ia endoleak was observed. The cause of the endoleak is unknown. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (unknown cause). Evaluation, conclusion: (unknown cause).